Manufacturer narrative:
On 8-jan-2025, bwi received additional information regarding the event. It was confirmed that the reported breakage was actually a bend. The shaft was bent--not broken. Therefore, there is no information contained in this complaint that is classified as FDA-reportable. As a result, the h6 medical device problem code has been updated from material separation (a0413) to material twisted / bent (a040609). No further reports will be sent for this event. Manufacturer reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the distal part of the shaft was physically broken. No further details were provided regarding the replacement device or completion of the procedure. No patient consequences were reported.